Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was used. The patient experience pain, erosion of her internal bodily tissue, infections, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent revision of the transorbturator tape, removal of the erosion of the mesh and resuture of the vagina on (B)(6) 2012 by dr. (B)(6).